Manufacturer narrative:
Medwatch sent to FDA on (b)4) 2014. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The event of "cyst" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause.

Event description:
Pt reported after injection with unspecified juvederm in the "cheeks" they developed a "small cyst". The pt stated the injector "opened up the cyst" and it resolved after the treatment was provided.